Event description:
Caller reported multiple intermittent occlusion alarms. The issue caused the customer's blood glucose to exceed levels of 500 mg/dl, registering as ¿high.¿ the customer attempted to address the high blood glucose by trying to bolus on the pump, and if unsuccessful, resorted to injections. Customer changed pump supplies to address the issues.